Manufacturer narrative:
The reported event of endocarditis could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that the endocarditis was possibly caused by a dental procedure.

Event description:
On (B)(6) 2018, a 25mm trifecta valve was implanted. On an unknown date in (B)(6) 2018, the patient had a dental procedure. On (B)(6) 2018, at a routine follow-up check, the patient had a fever with around 37 degrees celsius and atrial fibrillation (af) was confirmed. On (B)(6) 2018, at a repeated follow-up check, an echocardiogram revealed prosthetic valve endocarditis (pve). On (B)(6) 2018, re-do avr was performed and the valve was explanted. Upon explant of this valve, the sewing cuff had been disrupted circumferentially and vegetation was observed all over the left coronary cusp (lcc). One of the sutures in the lcc area became broken and detached from the sewing cuff. A 19mm regent mechanical heart valve (model and serial unknown) was implanted. The patient has been in stable condition postoperatively. The surgeon believes this incident was possibly caused by the dental procedure conducted in (B)(6) 2018. Information regarding administration of any antibiotic was not provided.